Event description:
It was reported that a component detachment on the device. A watchman access system (was) and 24mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After prepping the wds, it was inserted into the was that was inside the patient. When switching the syringe, the stopcock became dislodged. No patient complications were reported. The procedure was completed with another of the same device.

Manufacturer narrative:
Product investigation completed. Returned device consisted of a watchman delivery system in three pieces. The device was bloody, and the implant was inside the sheath. The implant was deployed during the lab analysis. Analysis of the implant, core wire, tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed the stopcock of the hub was disassembled (adhesive bond broken), tip damage (tricuts flared and bent/abrasions), sheath damage (abrasions), and anchor damage.

Event description:
It was reported that a component detachment on the device. A watchman access system (was) and 24mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After prepping the wds, it was inserted into the was that was inside the patient. When switching the syringe, the stopcock became dislodged. No patient complications were reported. The procedure was completed with another of the same device.